Manufacturer narrative:
One fast-fix 360 reversed curve needle delivery system device used for treatment, was returned for evaluation. The complaint stated: ¿both ts simultaneously deployed.¿ there was a relationship between the reported event and the device. T1, t2 and suture were not returned. The depth limiter was attached to the device. The delivery needle was found bent upward and toward the left. Functionally,the device still cycled and actuated as expected. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution. Complaint history review found no similar reports for this part/lot number.¿

Event description:
It was reported that during the meniscus repair procedure, both ts simultaneously deployed. A backup device was available to complete the procedure with no delay and no patient injuries.